Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the u.s. The 510k number provided is for a similar product that is sold in the u.s.

Event description:
It was reported that in the operating room the user was not able to advance the catheter over the guide wire. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.